Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
Two reports were received on the same day from a facility representative regarding an intraocular lens and a cartridge. One report indicated that during an intraocular lens (iol) implant procedure, the iol was warped. The issue was not created by handpiece, cartridge or iol itself. There was no technician, nurse or physician error. The lens was never placed into the cartridge because it was warped. There was no patient contact. Additional information has been received indicating that the issue was a defective lens.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis and damage was observed to the iol. Additional observations were as follows: iol returned positioned incorrectly and pressed against two (2) posts of the lens case base resulting in deformation of the iol. Solution is dried on both surfaces of the optic and haptics. The optic is scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint - "lens was warped; not placed in cartridge due to warpage". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. The manufacturer internal reference number is: (B)(4).